Event description:
Reporter indicated that generator explant surgery was planned, due to extrusion of the generator through the skin. Sterility of the pulse generator prior to distribution was confirmed.

Manufacturer narrative:
Analysis of returned product is not applicable for an extrusion event. H.5. Ncp system labeling lists device (generator and/or lead) migration or extrusion as a potential adverse event, possibly associated with surgery or stimulation.